Event description:
It was reported the physician found the end part of the spring wire guide was damaged after the physician felt a resistance between the spring wire guide and the catheter during preparation, prior to use on the patient.

Manufacturer narrative:
Qn#: (B)(4).

Manufacturer narrative:
(B)(4). The customer returned one arterial catheterization kit for evaluation. No signs of use were observed on the device. Visual inspection of the guide wire revealed one kink near the distal weld. Microscopic inspection of the guide wire confirmed the damage, and showed the distal weld was present and appeared full and spherical. The kink in the guide wire was located 4mm from the distal end. The core wire length from the handle to the distal tip measured 4 1/2", which is within the specifications of 4 7/16"-4 11-16" per product drawing. The guide wire outer diameter measured 0.39mm, which is within the specifications of 0.381-0.404mm per product drawing. Functional inspection of the guide wire was performed per the product IFU which states, "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever. When reference mark on clear feed tube coincides with edge of internal cylinder of actuating lever tip of spring-wire guide is located at needle tip." The guide wire was attempted to be threaded through the needle cannula. However, major resistance was encountered inside the needle cannula, and the guide wire was not able to pass. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The report of guide wire/needle resistance was confirmed through complaint investigation of the returned sample. Visual analysis revealed one kink near the distal end of the guide wire. Functional analysis confirmed resistance while advancing the guide wire through the needle cannula. All relevant dimensional requirements were met. The root cause was determined to be manufacturing related. A CAPA was opened to address this issue. The relevant lots within the reported kit were manufactured (april 2021-july 2021) prior to the implementation of the corrective action (september 2022). Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the physician found the end part of the spring wire guide was damaged after the physician felt a resistance between the spring wire guide and the catheter during preparation, prior to use on the patient.